Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax and coded post-procedure. According to the physician, the patient was previously hospitalized on an unspecified date prior to the procedure and for an unspecified event/reason. The lesion was 1.8 cm in size and located in the right upper lobe ¿ anterior segment. The distance to the pleura was 1.5 cm. Per the physician, during the procedure, the patient experienced a tension pneumothorax requiring a 14 french pigtail chest tube. Post-procedure, 20-25 minutes later, the patient had a massive myocardial infarction and coded. EKG showed sustained ventricular fibrillation. CPR was initiate for approximately 28 minutes and the patient was resuscitated. Post code, the patient was found to have undiagnosed coronary artery disease (cad) with s-t elevation. The patient had a catheterization and a stent was placed. The patient went into cardiogenic shock, received extracorporeal membrane oxygenation (ECMO) and then suffered a stroke from the extracorporeal membrane oxygenation (ECMO). A diagnosis was not obtained. The physician believed the patient may have had fibrosis. Hospitalization was prolonged for approximately 2 weeks. The patient remains hospitalized. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a system log review cannot be performed because the system logs are not available.